Event description:
It was reported that during a merlin.net transmission the lead exhibited low impedance. The patient would be scheduled for follow-up and further course of action would be decided. The patient would be closely monitored until a decision was made.